Manufacturer narrative:
Reliability analysis evaluated 3 random sealed reservoirs. Reliability analysis inspected the reservoir, snap cap and septum for anomalies but none were found. The occlusion test was performed by filling a reservoir with diluent and connecting to a new infusion set. The reservoirs and connector were installed into a 5xx insulin pump and manual prime was performed. Fluid flowed through the infusion set and out the catheter tip which proved the reservoirs were not occluded. The three opened/used reservoirs were then evaluated. There were no anomalies found on the inspected reservoirs, snap cap and septum after inspection was performed. The occlusion test was performed by filling the reservoirs with diluent and connecting to a new infusion set. The reservoirs and connector were installed into a 5xx insulin pump and manual prime was performed. Fluid flowed through the infusion set and out the catheter tip which proved the reservoirs were not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose level and reservoir occlusion. Customer's blood glucose level was 576 mg/dl. Customer received no delivery alarm, changed the reservoir only and was able to deliver a bolus. Customer believed the reservoir was the issue and not the infusion set. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.